Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) display an error message and it was also noted a variable shock impedance measurement, leading to out-of-range measurements. Which was believed to be indicative of a short circuit condition. It was confirmed that the patient experienced a twiddler syndrome. S-ICD system replacement was recommended. Subsequently, a revision procedure was performed and the s-ICD and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) display an error message and it was also noted a variable shock impedance measurement, leading to out of range measurements. Which was believed to be indicative of a short circuit condition. It was confirmed that the patient experienced a twiddler syndrome. S-ICD system replacement was recommended. Subsequently, a revision procedure was performed and the s-ICD and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Device codes updated.

Manufacturer narrative:
Device codes updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) display an error message and it was also noted a variable shock impedance measurement, leading to out of range measurements. Which was believed to be indicative of a short circuit condition. It was confirmed that the patient experienced a twiddler syndrome. S-ICD system replacement was recommended. Subsequently, a revision procedure was performed and the s-ICD and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) display an error message and it was also noted a variable shock impedance measurement, leading to out of range measurements. Which was believed to be indicative of a short circuit condition. It was confirmed that the patient experienced a twiddler syndrome. S-ICD system replacement was recommended. Subsequently, a revision procedure was performed and the s-ICD and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. With the available information, boston scientific cannot confirm the clinical observations due to lack of product return. Review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. As such, physical analysis has not been conducted in our laboratory. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If additional information is provided in the future and/or the device is returned for analysis, a supplemental report will be issued. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of shock impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.